Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event, along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported, that upon powering on the pump to assess data set. There was an incessant "check IV set alarm". Even though, there was no set loaded and the device was on storage shelf. There was no patient involvement.